Manufacturer narrative:
The customer did not make the device available for evaluation.

Event description:
It was reported that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.